Event description:
It was reported to philips that although the co2 turns on when a filter line and cannula are inserted, only dashed lines appear on the display . The customer has tried multiple filter line sets and cannulas but the issue remained. There was no patient involvement.